Manufacturer narrative:
(B)(6). Investigation summary: investigation: sbdm checked the complaint sample, fm (hair) in the chamber and determined it to be hair. Initial likely cause is that it may be attached on a spike (one of IV set components) due to static electricity. Root cause: sbdm checked the spike (IV set component) full inspection process, most likely cause is that while inspecting the spike by inspector, a hair of the inspector might be fell out on the inspecting table and the hair was attached on the spike due to static electricity. And then it may be assembled together with a chamber component. House sample inspection: sbdm investigated 25 house samples for each lot no. 2710211 & 2712081 which were manufactured before 25th dec 2017. There was no issue. Corrective action: had quality training on this customer complaint for IV set manufacturing process workers and quality inspectors. Implementing cleaning work for production floor and desk as per the relevant procedure (instruction for cleaning work of production floor and desk). Implementing tightened inspection for molding parts(chamber) and keep monitoring of the complaint issue to prevent the same case. Enhance hair cap for all workers. Conclusion: based on investigation result of the complaint case, fm (hair) inside IV set chamber, it was human hair. Likely cause is that while inspecting spike fully by inspector, the inspector`s hair fell out on the inspection desk, and the hair might be attached on the spike and then it may be assembled together with a chamber component.

Event description:
It was reported the bd IV set bn#11 without pump t-type had a presumed eyebrow hair piece of foreign matter inside the chamber. Found before use. No serious injury or medical intervention noted.